Event description:
It was reported that the user performed a factory reset of the ilet system on physician advice due to improper use, including missed meal announcements and frequent pauses, and became stuck connecting the fsl3+ sensor to the pump. Support assisted with bluetooth re-pairing to the ilet, sensor scanning in the ilet app, and completion of setup, after which the user proceeded to bionic operation. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure or method, with the user interface implicated as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.